Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device experienced a power on reset and the device serial number was zeroed out. The serial number was programmed back into the device and the device remains in use. No patient complications have been reported as a result of this event.